Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 341mg/dl. The customer stated that the infusion set was changed several hours before his admission. Troubleshooting was performed. Ran a self and high pressure test and passed. The programming and basal rates were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed the functional testing. After testins it was concluded that the device operated within specifications.